Event description:
I received a notice that kidney cancer was no longer on the list of cancers caused by philips sleep apnea machines from my former lawyers (B)(6). I went to the emergency room on (B)(6) 2021, and had my right kidney removed due to stage 3 kidney cancer on (B)(6) 2021 as well as some additional cancer that spread. I lost my right kidney to a cancerous tumors that was about grapefruit sized at roughly 10 centimeters by 7 centimeters. Phillips has handled this recall horribly. I have since purchased a new resmed machine. I have kept my 2 phillips devices a dreamstation that I used for over 5 years and a system one that I used for several years prior because they are evidence, and I don't trust phillips. After surgery, I was treated for my cancer with immunotherapy, and I have a lot of side effects, and suffered both mentally and physically. Their has to be accountability. Philips has to be held responsible for this nightmare. I have seen what corporations do to cover up issues, problems. Philips wrongdoings are self-evident. I hope some journalist steps up to tell the story and someone creates a docuseries like painkiller on netflix that dealt with the opioid epidemic and purdue pharma or the dropout series on hulu that dealt with (B)(6) and theranos which eventually went out of business. If you have money, like philips, they hire expensive attorneys and try to buy their way out of trouble. I believe that philips is morally corrupt and inhumane. They put their profit and self-preservation ahead of what was humane and decent. They served their own interests rather than those who relied on their products for health reasons. There must be accountability. Our story needs to be told, and all the victims deserve justice. Reference report: mw5155174.